Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care provider regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the patient was in the emergency room today because her implantable neurostimulator ¿malfunctioned.¿ the patient had a ¿knot in her groin that had come loose.¿ the implantable neurostimulator was loose in the pocket and was moving about 4-5 inches around. This had started occurring about 3 weeks prior to the report, confirmed as (B)(6) of 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.